Manufacturer narrative:
The method code was selected with "other" meaning that the training, inspection, lot records, etc. Were evaluated. This event is being reported due to the intervention that was done. The operating surgeon, in consultation with a colorectal specialist, concluded that there was no bowel injury and no bowel injury could be detected. A general surgeon who was not involved with the diagnosis, elected to do a colostomy.

Event description:
Presacral hematoma. No apparent serious injury however, general surgeon elected to do a diverting colostomy.